Event description:
The consumer alleges the back legs of the transfer bench collapsed, causing the consumer to fall in the shower. No serious injury is alleged. (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.